Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8120-70 serial #: (B)(4) : artisan surgical lead, 70cm model #: sc-3138-55 serial #: (B)(4) description: scs phiii ext 55cm the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The patient underwent a revision procedure wherein it was found during the procedure that the patient's lead was fractured. The patient's ipg and leads were replaced. The patient was reportedly doing well post operatively.